Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer has had occlusion alarms and was hospitalized for diabetic ketoacidosis. Although requested, additional information regarding the past occlusions and hospitalization was not provided.